Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, there was damage to the cartridge compartment. No additional information was available. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: during investigation, a visual inspection of the pump case revealed that the cartridge compartment was damaged at the threads. A test cartridge cap was able to secure properly to the pump. Unrelated to the complaint, investigation revealed that the display screen was discolored and the returned battery cap was found to have stripped threads.